Event description:
The customer reported that the ac power module is defective.

Manufacturer narrative:
The customer reported that the ac power module is defective. We will consider that the module could not be used. The customer ordered a new ac power module to resolve the issue.